Manufacturer narrative:
Additional information: d9 - lens was returned to manufacturer on 24-oct-2023. Corrected data: b5 - the reporter indicated the a 12.6mm vicmo_12.6 implantable collamer lens, -9.50 diopter lens stuck in cartridge or injection system during attempted delivery into the patients left eye (os) on (B)(6) 2023. There was patient contact with no patient injury. The lens was removed intraoperatively. Three days later a new lens of the same model size and diopter was implanted and this resolved the problem. H6 - device code 1494: off-label use (acd <3.0mm). H6 - health impact code 2199: no health consequences or impact. Claim #(B)(4).

Manufacturer narrative:
Additional information; h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated the a 12.6mm vicmo_12.6 implantable collamer lens, -9.50 diopter lens stuck in cartridge or injection system. There was patient contact with no patient injury. The lens was not implanted. A replacement lens of the same model size and diopter was implanted and this resolved the problem.